Event description:
A malfunction was reported by the customer involving their insulin pump. The malfunction caused the customer's blood glucose to display as "high," exceeding 500 mg/dl. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). The customer did not require assistance from a third party. It was noted that the malfunction code was resettable, but the customer had not yet attempted a reset due to a lack of charging supplies. A follow-up call was conducted, revealing that the malfunction did not recur after the pump was reset, allowing the customer to continue using the pump. The customer was advised to call back should any future issues arise.